Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 21 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9063823. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200812920] noted for cracked barrel. There were three (3) notifications [200812809, 200813473, 200812377] noted that did not pertain to the complaint. H3 other text : see h.10

Event description:
It was reported that the syringe 1.0ml 8mm 90 bx 450 mo experienced leakage during use. The following information was provided by the initial reporter: material no:328289 batch no: 9063826 consumer reported, seeing a large "air bubble" after drawing up her insulin and when she started to inject the insulin into her body, it sprayed out everywhere. Not sure where the leakage came from stated, she had to start all over with a second syringe. Stated, her insulin was wasted. Stated, she was not sure how much insulin actually went in to her body and she is concerned her blood sugar may have been affected. Date of event: 2020-06-23

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1.0ml 8mm 90 bx 450 mo experienced leakage during use. The following information was provided by the initial reporter: material no:328289 batch no: 9063826. Consumer reported, seeing a large "air bubble" after drawing up her insulin and when she started to inject the insulin into her body, it sprayed out everywhere. Not sure where the leakage came from stated, she had to start all over with a second syringe. Stated, her insulin was wasted. Stated, she was not sure how much insulin actually went in to her body and she is concerned her blood sugar may have been affected. Date of event: (B)(6) 2020.